Event description:
Per the clinic, it was reported that the patient experienced recurrent skin overgrowth issues at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture.